Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced infections, vaginal and pelvic pain, extrusion, erosion, hardening of mesh, injury to nearby organs, scarring, urinary problem which included recurrence of urinary incontinence, and bladder distortions. It was also reported that the plaintiff allegedly experienced chronic pain, severe physical and emotional injuries, suffering, disability, mental pain and a product problem. On (B)(6) 2011, the plaintiff underwent da vinci robotically assisted vaginal sacropexy, burch urethropexy and cystoscopy due to "apical vaginal prolapse." On (B)(6) 2012, the plaintiff had revision surgery wherein a non-ams mesh product was excised and replaced with a biological sling. The elevate anterior graft "caused major distortion in the bladder" and could not be removed. No further patient complication have been reported in relation to the event.

Manufacturer narrative:
Lawyer-filed report (B)(6).